Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "biocompatibility issues". Therefore, a potential root cause for this failure could be "unsuitable material". However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra until urine begins to flow. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer was allergic to intermittent catheter lubrication causing skin irritation. They stated that lubrication dripped on hardwood floor and varnish was removed when housekeeper attempted to remove stain. They also reported vaginal pain and sick for 2 days. They saw urology and had dermatologist appointment, that reported they had been given many medications and vaseline to treat. Although they stated that magic intermittent catheter was less painful and easier to insert, prefers pre-lubricated. They were requesting additional sample order for 20 catheters. They also stated that they had vaginal burning 7 years ago due to a bad fall, after concussion could not void and started using catheters.

Event description:
It was reported that the customer was allergic to intermittent catheter lubrication causing skin irritation. They stated that lubrication dripped on hardwood floor and varnish was removed when housekeeper attempted to remove stain. They also reported vaginal pain and sick for 2 days. They saw urology and had dermatologist appointment, that reported they had been given many medications and vaseline to treat. Although they stated that magic intermittent catheter was less painful and easier to insert, prefers pre-lubricated. They were requesting additional sample order for 20 catheters. They also stated that they had vaginal burning 7 years ago due to a bad fall, after concussion could not void and started using catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.